Event description:
It was reported that customer's pump battery could not be charged using their tandem issued charging cable. Customer was able to charge their device using an alternate cable. There was no reported impact to the customer's blood glucose level..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.